Event description:
It was reported that the lv lead dislodged, had no capture, and that the threshold was high. It was further reported that the lead "may have pulled back." The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead returned for analysis.